Event description:
It was reported that a catheter issue occurred. An 90% stenosed, 21 x 3.5 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. When the catheter was tested outside the patient, the bubbles could not be primed. This resulted in severe image artifacts, and the image could not be displayed. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer was inspected. The media did not show evidence of the reported issue but did show poor image.